Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshoot and customer stated that the pump was not stored or not in use for an extended period of time. Customer had put new battery and unexpected restart had recurred during normal pump use. The customer states that they does not feel comfortable taking the battery out at this time after clearing the alarm the insulin pump will not be returned for analysis.